Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
A2: the majority of patients were over or equal to 63 years of age. A3: the majority of patients were male. B2, b3, d6: estimated. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Age: the majority of patients were over or equal to 63 years of age. Sex: the majority of patients were male. Outcomes to adverse event, date of event, implant date: estimated. The device was implanted and will not return for analysis. Investigation is not complete. A follow-up report will be submitted with all relevant information. Literature attachment: "2-year outcomes with the absorb bioresorbable scaffold for treatment of coronary artery disease: a systematic review and meta-analysis of seven randomised trials with an individual patient data substudy". The additional patient effects and the absorb scaffold referenced are being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying the absorb scaffold and xience stent may be related to target vessel myocardial infarction (mi), mi, device thrombosis, cardiac death, death, ischemia-driven target lesion revascularization, and restenosis specific patient information is documented as unknown. Details provided in the attached article titled: "2-year outcomes with the absorb bioresorbable scaffold for treatment of coronary artery disease: a systematic review and meta-analysis of seven randomised trials with an individual patient data substudy¿.